Event description:
It was reported that shaft pinhole damage occurred. The 90% stenosed target lesion was located in the severely tortuous and moderately calcified cephalic vein. A 6.00mm / 2.0cm / 50cm peripheral cutting balloon was selected for use. During the procedure, while pushing the shaft in, it was noted that a pinhole noted at about 5cm posterior to the balloon area. The device was removed using the usual method without issue and the procedure was completed with another of the same device. No patient complications were reported.